Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is scheduled to have inflatable penile prosthesis reservoir replaced as it was not working. The pump was not refilling and inflating the cylinders. There were no patient complications reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir replaced as it was not working. The pump was not refilling and inflating the cylinders. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified reservoir fluid leak and pump activation issues could affect the functionality of the device resulting in the reported inflation and mechanical issues. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell. There was a leak at the corner of a fold that was a result of fatigue and wear at the fold. The identified fluid leak could affect the functionality of the device, as the device would not be functional after the system fluid was lost. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Both cylinders passed the leak and pressure tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The ms pump was functionally tested and did not pass the activation test, therefore, required more than 8lbs of force to activate. Product analysis concluded these activation issues could affect the functionality of device as the reported inflation and mechanical issues. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen.